Event description:
The customer returned the cystonephrofiberscope to the service center for a separate issue. During the device analysis, the distal end cover was found to have corrosion and the forceps channel could not be inserted smoothly due to damage on the channel tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.